Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Event description:
It was reported that the patient had been feeling some discomfort with the pocket location. The device was replaced.